Event description:
The customer reported that on an unconfirmed date a leak was observed from the drain port. At the time of the problem it was reported that the patient was connected to the device and experienced a problem with the point at which the line connects to the bag. This prevented the effluent taking the normal route. The effluent leaked on the patient's floor. It was reported that the drain port was connected to the outside of the bag instead of inside. No patient injury or harm was reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been reported to be available. A follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Per the customer, the sample is not available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of a leak from the drain port was confirmed. Photographs of the defective drain bag were examined. The root cause of the reported leak was due to a manufacturing issue. A batch review was performed with no defects noted. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product for adverse trends and will take corrective/preventive action as appropriate.